Event description:
Nellcor puritan bennett received a note from a representative on 10/15/1999. Facility reported the following problem: respiratory therapist said vent stopped and low pressure and high pressure alarmed.